Event description:
A tandem mobi cartridge alarm was reported by the caller, resulting in the customer's blood glucose level reaching 512 mg/dl. The customer administered a correction injection via multiple daily injections and did not require third-party assistance. Tandem technical support confirmed the cartridge alarm and decided to replace the pump, advising the customer on necessary steps and providing a replacement pump with updated software. There was no backup therapy available at the time, and the customer planned to contact a healthcare provider for further guidance.